Event description:
It was reported via a call at 1427 est that the rn from the cvu (cardiovascular unit) called the hot line because the pump was alarming helium loss (2) alarm. The rn was concerned that this alarm was indicating the helium tank was losing helium. The clinical support specialist (css) assured the rn it was not and that this alarm was related to the iab and not the helium tank. The rn verified that there was no blood in the driveline and he stated that he had been receiving the alarm every 2-3 minutes. He then repositioned the patient and has not received the alarm again. The css explained to the rn that this sounded like a kink/positioning issue. At 1751 est the rn phoned the css directly stating that the alarm is recurring every 2-5 minutes. Again the rn confirmed that there is no blood in the driveline and the patient is at 0 degrees hob (head of bed) and no gross movement. The pump is at a 1:2 ratio, the patient's heart rate is in the 110's. The intra-aortic balloon (iab) is at 40 cc. The patient is female, (B)(6). The patient is neo gtt which the rn has been able to wean significantly throughout the day.

Manufacturer narrative:
(B)(4). The css had the rn measure the plateau that is visible on the bpw (balloon pressure waveform): pressure is 145 while augmentation is 123. The css and rn discussed the correlation and the css then had the rn remove 3 cc of helium. The patient's support did not diminish at all and the bpw pressure is now 124. The css and rn discussed how this should assist in gas transition. The css received no further calls. On (B)(6) 2012 the rn phoned the complaint management specialist and stated that when the transport team arrived to move this patient the iab was connected to their pump and their pump alarmed helium loss as well. As a result of the helium loss alarm, it was decided that the iab must be removed. The second iab was prepped and inserted in the opposite groin. The patient was transferred to a level one transplant unit. The first iab was not kept.